Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is (B)(6) has been used as a default. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed.

Event description:
It was reported that a syringe 0.3ml 31ga 8mm 10bag 500 wal had missing label information before use. The following was reported by the initial reporter: "it was reported that the consumer called regarding the expiration date. Verbatim: spouse of consumer called regarding expiration datestated, her husband is deceased and product in unopened.lot: unknowncatalog: 328512. Date of event: unknownsamples: nawill not be sending mail kit, complaint letter or replacement product. Cl"